Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: per physicians; device was deployed in vessel. Additional info on 02may2022: hemostasis at time of procedure, due to allergy/creatinine, no post angio occurred. Per valve coordinator, next morning patient complained of leg pain, no discernible pulses on doppler. Vascular surgery brought patient to or, cut down to remove manta device.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. A pre-angiogram video was submitted and reviewed by the investigative team, however, did not show placement of the manta. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a lower positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was less than five minutes. No post angiogram was able to be taken due to patient's allergic to contrast. The following morning the patient complained of leg pain, and no discernible pulses were found on doppler. The patient was transferred to the or, where the vascular surgeon performed a cut down and explanted manta. During post cleaning/reprocessing inspection, the physicians noted, manta was found in the vessel. Numerous causes for intraarterial deployment have been established. However, due to no information submitted regarding the initial and deployment procedures, patient conditions and environment, positioning of the manta during surgical intervention, and no availability of post angiograms, the exact cause cannot be determined.